Event description:
Lsi solutions cor-knot device would not release metal band. Eventually, after manipulation of the device it did release, but also cut through one of the valve securement sutures which then needed to be replaced.